Manufacturer narrative:
Olympus has requested additional information from the customer regarding the event. At this time no information has been provided. The device was returned for evaluation. During testing, the reported issue was confirmed: the image was noisy and distorted, with black dots shown. The service determined the pc board was unresponsive. Functional testing also found the device did not meet with specifications for electrical resistance due to deep dents and scratches at the connector cover insulation. The device failed leak testing due to a leak path at the air/water channel. Testing showed the device's bending angles met with specifications but the up direction, left direction and right direction were on the low side of specifications and the up/down directional knob had some play. The visual examination showed the following additional issues: the ce label and rfid label were peeling; switch button 3 was cut; the distal end plastic cover was dented; the objective lens was chipped; the light guide lens was chipped; the adhesive on the bending section cover was cracked; the insertion tube was buckled at the adhesive area; and the light guide tube was scratched and buckled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported the evis exera iii gastrointestinal videoscope gave a fuzzy image when connected with the monitor. The issue was identified during customer reprocessing. No adverse effects to patient reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation, ¿the image was blurry¿, was confirmed. It was determined that the suggested event occurred by moisture invasion on the objective lens unit from the leaking area of the air/water-channel. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 11 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.